Event description:
It was reported that inappropriate automatic mode switch (ams) episodes due to competitive atrial pacing were observed during patients follow up. The patient was asymptomatic. No programming changes were implemented at the time due to clinics preference. Monitoring will continue.